Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, (B)(4) addresses the titanium adapter report and (B)(4) addresses the minicap report for this patient.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized for the reported event. The treatment for peritonitis was also not reported. The patient¿s pd catheter was removed and the pd therapy was discontinued. The outcome of the peritonitis was unknown. Additional information was requested, but was not available at this time. This is report 1 of 3.